Event description:
(B)(4) - pump pressure too high. A 65 year old male being infused with taxol in outpt area. Pump ran fine for 2.5 hours. Pt went to bathroom, bumped arm; did not tell nurse until arm was stinging; no alarm on pump; approximately 30ml infused. Minor injury; pt instructed to apply ice to site for 24 hours.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4). In a follow up call to the facility, the reporter stated he was unable to say if the pump contributed to the pt's injury. He did not know if the pt needed follow up care due to the related incident. The actual device involved in the reported event has been received for evaluation. The investigation on the device is on-going at this time. A follow up report will be provided after the inspection results are available.